Event description:
A malfunction was reported, with an indication of a problem on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was informed by technical support, who decided to replace the pump, has a backup therapy plan using multiple daily injections to ensure continued insulin delivery. The customer was instructed on returning the problematic pump and confirmed understanding of the steps involved.